Event description:
During a knee procedure metal shaving from a lupine fishmouth drill guide went into the patient's joint space. All was removed using a shaver. The case was concluded successfully without further issue or harm to the patient.